Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the trach broke or was split while in use at the patient's home. Per reporter, medical intervention was required. Reporter alleged that the issue happened constantly and they have to wait for the following month to receive a replacement device. Reporter alleged that they are dealing with high mvi alarms on the patient's ventilator and lack of full oxygen supply due to this issue.

Manufacturer narrative:
No product was returned, however two photos were returned for analysis. The photos were reviewed, and the reported issue was confirmed. The damage was located near the bond of the tube and the connector which caused the wire to be exposed.